Event description:
It was reported that a patient experienced a high drain 101 alarm during therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The patient ended therapy early and disconnected. The patient refused a swap of the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 2001. A service history review revealed that this device was previously serviced for the reported condition. However, the device was not returned for evaluation, therefore there could be no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem of an increased intra peritoneal volume (iipv) event was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.